Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 . The customer stated that no blood was present in the helium tubing and that all connections were secure. When asked how long the pump been in standby, the customer indicated that the pump had been placed in standby and multiple attempts to restart therapy resulted in recurring alarms. The customer initially indicated an intent to exchange the pump. Esp personnel explained the pump did not need to be exchanged. These included verifying the helium tubing for blood or discoloration, pressing and holding the iab fill key for 2-3 seconds, restarting the pump, and rechecking the helium tubing. Following these steps, the pump resumed normal operation without further alarms. The nature of the alarm and potential clinical contributing factors were reviewed with the customer. The customer noted that the alarm began after the patient had been repositioned.

Event description:
N/a.

Manufacturer narrative:
Other contact email: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
(B)(6) an rn in the ICU, called into the emergency support program line to request support with a leak in iab circuit alarm. She stated there was no blood in the helium tubing and all connections were tight. When asked how long the pump had been in standby, (B)(6) stated they had pressed start several times but the alarm continued to occur. Esp personnel explained that the pump did not need to be exchanged and guided the staff through proper troubleshooting. This included checking the helium tubing for blood or discoloration, pressing the iab fill key for 2 to 3 seconds, pressing start, and then checking the helium tubing again. The pump restarted without issue. Esp personnel reviewed the nature of the alarm and discussed possible clinical causes. (B)(6) stated the alarm sounded after the patient had been turned. Esp personnel encouraged staff to call back if the alarm occurred several times within an hour so troubleshooting could be performed together. No harm or injury to the patient was reported.